Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with aortic valve angle measured as 81 degrees. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-procedure echocardiogram (ECG) showed underlying rhythm of sinus rhythm with right bundle branch block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 26mm, non-abbott ballon while pacing via temporary pacing wire at 180 beats per minute (bpm). After pre-bav, the patient was developed with a complete heart block. During the procedure, on the first attempt at 80 percent, the valve was placed at a depth of 5mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). The valve was observed to be well expanded; the valve was deployed at a depth of 6mm on the ncc and 3mm on the lcc. Post-implant, trivial leak with a gradient of 5mmhg. Post-procedure, the patient's remained to be in complete heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient left the procedure room with a temporary pacemaker to stabilize the cardiac rhythm. Two days later, a permanent pacemaker was implanted to resolve the event. The implanter believes the cause of migration to be due to the patient's anatomy. The implanter classified this event (heart block) as being related to the procedure. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.